Event description:
It was reported that on (B)(6) 2013, after pre-dilatation was performed, the 2.5x38mm xience prime stent implant was deployed in the mid left anterior descending (lad) artery. Post-dilatation was performed at 8 atmospheres (atm) with an unspecified 2.5x8mm balloon dilatation catheter (bdc). The procedure was completed without any reported device or procedural issues. On (B)(6) 2013, restenosis was noted in the deployed xience prime stent implant, which was treated with deployment of an unspecified drug-eluting stent (des). On (B)(6) 2014, restenosis was again noted in the deployed xience prime stent implant, which was treated with balloon angioplasty using an unspecified bdc. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of restenosis, as listed in the xience prime instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.